Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia due to kinked cannula issue event on 18 may 2026 and high blood glucose and treated with correction bolus via pump and injection via multiple daily injections.